Event description:
It was reported that a user of the ilet experienced hyperglycemia after pausing insulin delivery for a shower and then announcing a late breakfast, with blood glucose reaching 405 mg/dl and later trending down to 288 mg/dl after supply changes and time. Customer care provided support included user coaching on operational use, and troubleshooting. Investigation of this case revealed no device malfunction was identified and the event was consistent with insulin interruption and postprandial elevation. No symptoms associated with high blood glucose reported. Outcomes included no medical intervention, and resolution of blood glucose trending down. It was concluded that the event was user-related and the cause could not be definitively determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.